Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tip on the endoscope was fractured. No additional information was provided by the hospital. The hospital did not report any pt complications.